Manufacturer narrative:
Correction made in both sections d3 and g1 for the manufacuring site information. The device was returned to the manufacuring site as documented in section d9. We also updated the serial number of the device, as documented in section d4. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that whilst using the camera during surgery the screen went like a fuzzy purple colour. It then went immediately black and wouldn't work any further. No negative impact in state of health reported.